Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer was overfilling the cartridge. Technical support educated the customer on the importance of not overfilling the cartridge. The customer loaded a new cartridge to resolve the issue.